Manufacturer narrative:
Two photos were provided. They show packaging shelf boxes for safety glide hypodermic needles. No other information could be obtained from the photos. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 2202914 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 306616 batch#: 2202914 it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "the vaccine would not push through the needles." Verbatim: rcc received a complaint via email. Email(s) attached. The vaccine would not push through the needles. Lot#: 2202914 product#: needle, sfty 192-n251s preventsg org 25gx1."